Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged, leading to the pump shutting off. Reportedly, the customer was using a non-tandem charging cable in attempt to charge the pump. The customer's blood glucose (bg) level was displayed as "high"; however, a specific value was not provided. Customer administered a manual injection to address the issue and went to the emergency room. Customer was treated with intravenous fluids of saline and insulin and was discharged the following day with the issue resolved. The pump charged successfully after the customer used a 2nd charging cable. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.